Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a mid-urethral sling was implanted on an unknown date. According to the complainant, the patient experienced pain. Upon examination, mesh was noted within the bladder. The mesh was explanted on (B)(6) 2016. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.